Event description:
The pt reported she overextended the piston rod of her insulin infusion device which caused a large amount of insulin to spill in the cartridge compartment. The pt allowed the device to dry overnight but noticed this morning that insulin was in the display screen of the device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.